Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer had allegedly given false negative readings on their newborn. The device allegedly gave a reading of 36.4°c, and a fever of 38.4°c was later measured by a doctor. It is unknown whether the consumer took a measurement on the same day as they were brought to a doctor, where a fever was confirmed. Kaz USA, inc. Has requested that the product be returned to our company for testing.